Manufacturer narrative:
This report is being submitted as follow up no. 1. This reported event has been deemed not reportable based off the inspection of the actual sample; therefore, this event is currently deemed a nonreportable event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved r2p destination sl guiding sheath was used for iliac artery procedure with the radial artery approach. When a radifocus guidewire 0.035 inch was being inserted into the guiding sheath, the guidewire stopped advancing. The guiding sheath was not used and was replaced with another guiding sheath from a different lot to continue the procedure. The procedure was successfully completed. The estimated blood loss was less than 250cc. There was no health damage for the patient. There was no patient injury, medical/surgical intervention required. The procedure was successfully completed with the second device. Additional information was received on 13jul2020. Spasm was not noted in artery when trying to advance. Contrast media was injected through the sheath.